Event description:
It was reported that the pump displayed an error code 46510 indicating a user interface failure. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The reported error code was present on power up. The cause was traced to a faulty main board. The main board was replaced to address this issue.